Manufacturer narrative:
(B)(4). The customer returned 52 total samples to the plant for evaluation. Each of the returned samples was attached to a vial and a 100ml viaflo bag. A visual inspection was performed and 35 of the returned samples were observed to be leaking. The other 17 samples were not leaking. The 35 leaking samples were dismantled and all had a slightly misaligned protector. This issue is being investigated through CAPA. A batch review was performed on the reported lot with no deviations found. This is a product not distributed in the us and does not have a 510k number.

Event description:
The customer returned an additional vialmate reconstitution device sample for evaluation. The sample was connected to an unknown 100 ml viaflo bag and unknown vial. Through visual inspection the additional sample was observed to be leaking. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.